Manufacturer narrative:
The visual inspection indicated that the device was returned in used condition with visual discrepancies attributed to frequent usage. The green overmold of the device exhibited evidence of degradation. The handle had become tacky and discolored. Some of the santoprene material could be picked off of the handle. A design non-conformance was observed based on the results of the visual inspection.

Event description:
Handle discolored and gummy.